Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the roller pump lid falls off when opened. The unit was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. The hinge posts that engage the roller pump race were measured and found to be within specification. The hinges were then individually inserted into the race and subjectively evaluated for engagement with the roller pump race. Again, the engagement was consistent between all the returned hinges, as well as with a known good roller pump. The reported complaint could not be duplicated. The field service representative replaced all the facilities roller pump lids. This report is being submitted to the FDA as a result of a retrospective review of product complaints.